Event description:
I am a current user of dexcom g7. I have had repeated sensor failures. There have been times when I go to insert my next sensor and the needle has separated into two parts. The sensors will stop reading for up to three hours sometimes. I have had countless replacements.